Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va198fp, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient complained of uncomfortable stimulation. The rep reported that the patient was challenging and non-compliant. It was reported that the device was interrogated and reprogrammed multi0ple times , however the patient was never satisfied with the outcome and asked that the lead and ins be explanted. The ins and associated lead were explanted. It was noted that the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Product analysis: the implantable neurostimulator (ins) passed functional testing. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Section d information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va198fp, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.